Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a split catheter tubing is confirmed; however, the exact cause is unknown. Four photographs of a powerpicc were returned for evaluation. Three xray photographs were also returned. An initial visual observation of the photographs showed the device implanted into the patient with a large split in the tubing near the insertion site. The split spans nearly the circumference of the tubing. No further details of the split site could be discerned in the photographs. An observation of the xray images showed the device implanted into the patient with a split in the catheter shaft at a similar location as that shown in the photographs. There were no distinguishing features in the returned photograph of the device which could aid in identification of a specific root cause. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported partial breakage of the catheter at 5 cm. PICC was stabilized with securacath. PICC placed on (B)(6) 2025 and removed after 204 days. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.